Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If add'l info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had a revision surgery due to a central migration of the uh1."